Event description:
Customer reported receiving an altitude 21a alarm from their device. No information was available regarding the impact on the customer¿s blood glucose level, making it unclear if there was any adverse effect. The device was tested, and similar alarm issues persisted with different cartridges. The customer was scheduled to return the device, and a replacement pump was arranged.